Manufacturer narrative:
The customer contacted siemens healthcare diagnostics, inc. (Siemens). Siemens determined that the cause of the event is due to the customer not following operator guide instructions when performing maintenance on the centering collar. The operator guide states "to avoid personal injury and exposure to a potential biohazard, you must cover the needle with the red needle cover immediately after you remove the centering collar. Be careful not to bend the needle as you slip the cover over it.". The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
On (B)(6) 2015, the customer was performing maintenance around the centering collar on the advia 2120i with single aspirate autosampler instrument. The customer removed the centering collar to clean around the needle site and did not put the red needle cover in place. The customer's hand slipped and the autosampler needle pierced their index finger, which was immediately bled and was washed under running tap water. On (B)(6) 2015, the customer went to their occupational health group for a hepatitis b booster and blood samples were taken in the event of later developments. There are no known reports of adverse health consequences due to the injury.